Manufacturer narrative:
Evaluation of the second returned smart coil revealed that the pusher assembly mid-joint was retracted into the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, then the smart coil was advanced through the introducer sheath without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00803; 3005168196-2021-00805.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00803, 3005168196-2021-00805.

Event description:
The patient was undergoing a coil embolization procedure to treat a carotid cavernous fistula using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, a smart coil would not advance past its initial position within its introducer sheath; therefore, it was removed. Subsequently, the same issue occurred with two other smart coils; therefore, the smart coils were also removed. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.